Manufacturer narrative:
Correction h4: manufacturing date is updated.

Event description:
No additional information received from customer.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an onsite inspection has assessed a reportable malfunction. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had foreign objects in the nozzle and in the adhesive of the bending section cover. There was no patient involvement.